Event description:
It was reported during a percutaneous transluminal coronary intervention wire breakage occurred. The rotawire was inserted into the lad (left anterior descending artery) to perform rotational atherectomy. The distal part of the guidewire (about 1cm) was detached and left in the lad. No attempt was undertaken to remove the broken part of the wire since the part was located in the very distal section of the coronary artery. Per the physician, the burr did not come in contact with the wire. No further complication was noticed with the patient.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).